Event description:
A physician deployed three xceed stents and another brand of stent into a severely calcified left superficial femoral artery. Post deployment an angiogram showed strictures and focal restenosis. The physician reopened the vessel using a guidewire and deployed two to three other brand of stents. Post this procedure, an angiographic runoff was performed and the vessel was open. The patient is fine.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming.